Manufacturer narrative:
Correction: the device code should have been 'wireless communication problem' rather than 'improper or incorrect procedure or method'.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient could not recall when they had last recharged the system. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Correction: - patient weight and patient weight unit should have been included in the previous report.